Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to engage in monitoring. Internal inspection showed damage connecting to external connector. The damaged flex cable was bypassed and the device functioned as designed. Values observed are normal and consistent with test module preset values. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to the confirmed failure., corrected data:

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the spo2 saturation value was too low. Additionally, it was reported the connector for the alarm cable defective. No patient impact or consequences were reported.